Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the helium pressure to be low and the gas cylinder having two gasket instead of 1, and that was causing the leak. The fse removed the second gasket and the unit worked normal after that. The fse then performed all functional and safety test to factory specification. The unit passed all tests performed and was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement reported.